Manufacturer narrative:
Report source: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy drain solution and abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported). Ten days after the onset, the patient was discharged from the hospital and has recovered. Action taken with pd therapy was not reported. No additional information is available.